Event description:
The user facility reported that while a patient was positioned upon the surgical table, hospital personnel commanded the back section of the table to raise however, the table would not respond to commands. The hand control indicated the kidney bridge was in the raised position. The kidney bridge was not in the raised position but due to the indication on the hand control the auto limit sensors (als) system integrated into the table which prohibited hospital personnel in commanding the back section of the table to rise. Hospital personnel utilized the backup hand control system and the procedure was completed successfully. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the metal actuating tab on the limit switch for the kidney bridge function had detached. The technician reinstalled the tab, tested the table and returned it to service. No additional issues have been reported. Due to the detached metal contact tab from the limit switch, the kidney bridge did not properly activate the limit switch when it was retracted, causing the false indication that the kidney bridge was still elevated. The als system provides instant user feedback on any conflicting tabletop articulations. An als warning on the primary hand control indicates the tabletop has been commanded into a configuration or has moved into a position that may cause tabletop damage or patient injury. The table is under steris warranty and received preventive maintenance after the reported event on 11/20/2014; the table was found to be operating properly.